Event description:
Spoke with patient (B)(6) on (B)(6) 2026 at 2:14 pm cdt at (B)(6). To obtain additional information on whether the patient treatment was completed, if adverse effects were experienced, and if medical intervention was required. The patient was able complete treatment on the reported day and on the following day. The patient¿s contact mentioned that the patient¿s pd catheter was out of position inside the patient, and because of this, the patient has been unable to complete dialysis treatments since (B)(6) 2026 and consequence of this catheter malfunction the patient¿s contact mentioned that the patient experienced back pain and that his stomach was painful to the touch, but denied that the patient has any infection. The patient¿s contact confirmed that this issue is not related to the cycler, the pd treatment, or any fmc product, and mentioned this is a catheter malfunction issue. No hospitalization was reported. The patient¿s contact mentioned that yesterday, (B)(6) 2026, the patient underwent a hemodialysis treatment, marking a temporary switch in modality due to the catheter malfunction. The patient¿s contact confirmed the patient is in surgery at the moment of the call to undergo a catheter repositioning and fix the pd catheter. The patient¿s contact did not provide additional information. There was patient catheter malfunction due to being out of position inside patient¿s body, temporary switch in modality, back pain and stomach hurt on touch and catheter reposition surgery reported. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).